Event description:
It was reported that during a da vinci s hysterectomy procedure the monopolar curved scissors (msc) instrument sparked. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional info is received.